Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the gear clamp for the manifold had a loose hose. Additional malfunctions include the tie wraps for the product tank were defective, and the poppet for the solenoid had a foreign substance.